Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "severely ruptured" and "pouring out a white snowstorm appearance which had leaked into three nearby lymph nodes" and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported a left side "severely ruptured" and "pouring out a white snowstorm appearance which had leaked into three nearby lymph nodes" and capsular contracture, baker grade unknown. Device has been explanted.